Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 06:25 through (B)(6) 2019 at 11:23. Low speed events and pump stops were captured on (B)(6) 2019 at 06:47 and 06:50 and on (B)(6) 2019 at 00:26. These events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. These events only appeared to occur while the patient was supported by the mobile power unit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. Both the heartmate ii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline repair previously reported under MFR # 2916596-2019-00544. Approximate age of device ¿ 5 years 8 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the emergency center on (B)(6) 2019 for possible short to shield. Patient had a history of driveline repair (previously reported under (B)(6) 2019). Per vad coordinator, patient was on mobile batteries and was instructed to go to implanting center. The log file analysis showed pump stop events captured on (B)(6) 2019 and again on (B)(6) 2019. It was noted that the patient was using an mobile power unit (mpu) for support, which was a grounded unit. The patient had a distal end repair in (B)(6) 2019 and the returned portion of driveline was analyzed and did not confirm any wire damage. So presumably this patient¿s damage was internal and should be maintained on a no ground cable and battery power and discontinued the use of the mpu.